Event description:
Customer emailed stating, "we had a hi/low bed that the weld failed on the center part of the bed. The serial number is (B)(4)."

Manufacturer narrative:
This bed frame was delivered back to primus on (B)(4) 2013 and was placed in the non-conforming area. A new bed was also picked up on the same day to replace the broken one. Upon return, the bed was visually inspected and found to have a break at the foot section's high/low actuator bracket-to-frame weld. (B)(4) report, dated (B)(4) 2011, on two removed sections from the bed-frame, where the weld broke stated: both fractures had occurred at the heat affected weld zone at the toe of the attachment welds. There was significant distortion of the 1 x 2 inch rectangular tube typical of a high bending moment stress. The welding process employed ((B)(4)) was not suitable for the materials and thicknesses being joined. Weld size was excessive. Heat input was excessive. Technique was poor resulting in excessive weld(s) platter and leaving from one to two inches of electrode (wirer) at weld terminations. Weld penetration into the attachments was satisfactory however penetration into the tube was minimal and examination of the wear pattern on the lever holes suggest a straight tension loading and the clevis holes indicate a push-pull load which is approximately 15 degrees off of horizontal. The failure appears to have been caused by the application of an overload stress with an undetermined bending moment. The welding deficiencies did not cause these fractures but may have been a contributing factor. We have monitored this problem and this (B)(4). This problem has been assigned CAPA (B)(4) and a follow-up report will be submitted upon completion of the corrective action.